Event description:
It was reported that a request was made to have technical services (ts) review the impedance trend of this subcutaneous implantable cardioverter-defibrillator (s-ICD) system after the current system impedance was noted to be approximately 145 ohms. According to ts, the earliest recorded system impedance was 55 ohms at implant in (B)(6) 2019. By (B)(6) 2020, the impedance had increased to approximately 90 ohms and subsequently demonstrated a gradual upward trend, reaching the currently reported value of 145 ohms. Ts recommended reviewing chest x-rays, particularly the lateral view, to evaluate for any potential superficial component of the system. Comparison of current imaging with implant x-rays was also recommended. Additionally, ts noted that the device has delivered two high-voltage shocks. The first treated episode occurred in (B)(6) 2019 and was associated with noise oversensing. The shock impedance was 75 ohms, while the corresponding system impedance was approximately 70 ohms. A second shock was delivered in (B)(6) 2024, with a shock impedance of 98 ohms. Ts indicated that the underlying rhythm associated with this episode may benefit from clinical interpretation. At the time of the shock, the low-voltage system impedance was approximately 90 to 105 ohms. No adverse patient effects were reported. The s-ICD remains in service.